Event description:
It was reported the last successful recharge of the ipg was approximately 6 months ago. As a result, the patient has been without stimulation since that time. Reportedly, the ipg is inoperable. The patient lost all external equipment, however communication was not confirmed with any alternate external devices. Surgical intervention was undertaken, explanting and replacing the ipg. Effective therapy was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.